Event description:
Complaint: a clinic manager reported to (B)(6) via fax that a patient was cannulated twice in accordance with facility policy. The venous needle was found to have a large cut, which caused the patient to bleed from the needle line. The defective needle was removed, and the patient was cannulated again at a different site. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).